Event description:
Dvr components bothered pt while lifting weights; elected to remove components. The surgeon was only able to remove one peg that was found broken and was unable to remove the plate and remaining pegs and screws.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.